Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that they saw 'a lot of error messages,' one of them, they thought it was 338. When the agent inquired event date, patient stated 'about a couple weeks ago,' they noticed their handset was having trouble charging or holding a charge and they were getting messages about 'low power connection' (agent understood as handset charging/charging cord issue message), and the new cord they were sent helped with the charging issue, but stated that 'I'm still getting the messages every time I get on that.' The patient stated that 'right before I called,' they saw service code 0x6247efbd. The agent assisted the patient in connecting to the pump and the patient was getting a telemetry delay at 'retrieving pump settings 90%' and then saw service code 0x41716597. The patient stated that 'it usually just takes a minute or two (to finish connecting),' later stated 'it takes a while.' When patient saw the percentage get to 90%. The agent assisted the patient in closing the application, clearing the data, and reconnecting to the pump. The patient able to connect to the pump well without telemetry delay but did saw service code 388 (communicator battery low). The patient stated that they knew the communicator was low and needed to be charged. The patient plugged the communicator in to charge after conne cting. When the agent inquired event date of telemetry delay, patient stated that 'I'm notsure if it started around the same time (as the handset charging issue) or a little bit before.' When the agent inquired pump med, patient stated 'I think morphine.'

Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.